Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify frozen display due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. Insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.